Event description:
A 26mm x 15mm diameter x 16.5cm aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck measured 23mm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 180mm. The iliac vessels were without tortuosity or calcification. It is reported the physician was unable to unsheath the iliac stent graft. The black ring was cranked back 1/5 of the way partially deploying 2 to 3 stent rings when the graft cover broke near the black ring. The partially deployed stent graft was pulled back into the 16 french sheath and removed from the pt. Another 15mm diameter x 11.5cm length iliac stent graft was successfully deployed. It is reported that a successful outcome with "exclusion of the aneurysm" was achieved and the pt is fine. No add'l clinical sequelae were reported for this event.